Event description:
The dentist reported that his patient presented with bone loss and purulence, therefore the implant placed in tooth site #19 had to be removed.

Manufacturer narrative:
Upon visual inspection, it was found that the implant has what appears to be biological residue present on the threaded portion, indicative of patient contact. There are no observable defects to the product. The review of the device history record did not provide any information to suggest a nonconformance with the component that would have contributed to the reported event. The irradiation certificate has been reviewed and no non-conformities were found. All inspections performed were inside specification limits. A definitive root cause has not been determined. (B)(4).